Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had experienced painful stim; the pt turned their stim off for a colonoscopy procedure and ever since they turned it back on it's been "thumping" and causing pain in the vaginal region. The pt thought they were at 2.7v but wasn't sure. The pt didn't remember the program they were on, and stated when they went to the bathroom the other day they felt like it was going to pop right out of them. The pt turned it down a few notches, from 2.7v to 2.5v, but that still didn't help. The pt stated program #1 at 2.5v felt better and didn't seem to be thumping around as much. Troubleshooting resolved the reported issue. The onset of symptoms was reported to be sudden in nature. If additional information is received, a follow-up report will be submitted.